Manufacturer narrative:
Other relevant device(s) are: product ID: 9660651r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a ventriculoperitoneal shunt placement. It was reported that the site had spilled blood on the electromagnetic localization box during the procedure and the box was unusable. Navigation did not have to be aborted. The procedure was completed with no delay and no impact to patient outcome.